Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 528 mg/dl. The customer had ketones. The customer had issues with the sensors. She was unhappy with the settings in the insulin pump and how slowly changes were being made. The device was not returned.